Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is getting a controller fault per tech service. The chair will not turn off per dealer, no injury reported.